Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x14 alarm and a pulse width timeout. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract and pain during insertion. The device successfully connected to a master pdm; a test bolus was delivered and the 0x14 alarm was replicated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Pain at the infusion side was also reported. The pod was worn between 4 and 24 hours.